Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited a capacitor charge time limit reached. No device intervention was performed but device replacement was discussed. No patient symptoms were reported.

Manufacturer narrative:
The field event of charge timeout was confirmed via review of programmer printouts. The device image was reviewed and the charge timeout was seen to have occurred during a capm. Bench testing showed the device to be normal. The hv capacitors were analyzed and an internal anomaly was found to have been the cause of the charge timeout.

Event description:
New information received indicated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.